Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No sample device or lot number was provided for evaluation. No previous investigations related to the reported failure could be found. Therefore, a detailed investigation or batch record review could not be conducted. No additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 17, 2015. (B)(4).

Event description:
It was reported that during a suction procedure on a patient, "sputum was found stuck inside the tube" and did not allow the suction catheter to pass down the endotracheal tube for suctioning. The device was replaced with a endotracheal tube size 3.0mm and there were no further difficulties in suctioning the patient.